Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. Investigation revealed that all keypad buttons spring back as expected when pressed, but require multiple presses to obtain a response. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow and down arrow keypad buttons are slow to respond. He noted that the buttons spring back as expected when pressed. The pt denied exposing the pump to moisture, and stated that he wears the pump in his pocket.